Event description:
The customer reported that the device was not charging and it was failing the autotest. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device was not charging and it was failing the autotest. There was no reported pt involvement. The customer replaced the therapy pca to resolve the issue.